Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that, during intraocular lens implantation surgery, there was a problem with the injector, the plunger was not facing the implant, the plunger was not oriented in the same axis in the injector, the implant was at a different angle. However, the lens was implanted into the patient's eye with no patient harm.